Manufacturer narrative:
Updated information: d3 MFR fax number added.

Manufacturer narrative:
The device is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 76-year-old male patient who presented with acute myocardial infarction complicated by cardiogenic shock. The patient¿s medical history included coronary artery disease, prior coronary artery bypass grafting, and cardiopulmonary resuscitation. The patient was reported as scai shock stage e and required respiratory support and multiple vasopressors and inotropes prior to initiation of support. The impella cp device was reported to be functioning at performance level p-8 with flows of approximately 3.3 liters per minute. The purge solution consisted of dextrose 5% water with 25 milliequivalents sodium bicarbonate, infusing at 11.4 milliliters per hour with a purge pressure of 457 millimeters of mercury. Impella cp performed as intended. It was reported that imaging showed the impella cp positioned approximately 5 centimeters within the left ventricle. The physician was notified and elected not to reposition the device. Education was provided regarding recommended positioning depth. No adverse clinical impact or device performance concerns were reported. The patient¿s family elected to transition to comfort care with withdrawal of impella support, and the patient expired. The device functioned as intended, and there is no evidence of device malfunction or patient injury related to device function. The patient¿s death is most likely attributable to the underlying critical illness.

Manufacturer narrative:
B1 has been ticked to capture the malfunction codes. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.